Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high pacing lead impedance measurements was confirmed in the laboratory. The device was tested on the bench and high pacing lead impedance measurements were observed. The cause of the field event was a failure of the vring contact spring which prevented a secure connection of the lead to the header.

Event description:
It was reported that during follow-up, a sudden increase in impedance and rv oversensing was observed. A set screw problem was suspected. The device was explanted and replaced.